Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value at time of incident was 399 mg/dl. The customer¿s current blood glucose value was 472 mg/dl. The customer also reported other blood glucose values such as over 400 mg/dl. The customer was treated for high blood glucose with bolus. Based on customer¿s report customer did not allege under delivery. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was assisted for troubleshooting with auto mode readiness of screen. The customer was declined to perform high pressure test and reported that the displacement test was passed. The customer was reported that pain and bleeding at the infusion site and some bruising at the site. Customer reported that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.